Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog, serial number). Upon review, the section d catalog number and serial number have now been updated. Additional information was provided in b5 (event description). Upon review, it was added due to new information received. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Additional information was received indicating that no interventions were performed.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the left direct surgical approach in a 53-year-old male patient for elective placement, with a history of known coronary artery disease and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage a. Around 10 days after explant, the patient developed left leg weakness. Head imaging revealed a subclinical cerebrovascular accident (cva). The cause was unclear. The patient survived to explant. Cerebrovascular accident may be associated with underlying critical illness, perioperative factors, and patient-specific risk factors.